Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient feels like it's possibly the femoral head has loosened. Mpo related products: product ID: 38021162 conserve® plus cup 52mm ID 62mm od beaded/ lot no.: 101a147034/ qty: (B)(4).